Manufacturer narrative:
Evaluation summary: it was caused due to the angle wire worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The patient done the gastroscopy on (B)(6) 2021. During use, the scope could not adjust the angulation, resulting in the inability to complete gastroscopy.